Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was receiving hydromorphone 6 mg /ml at 3.2 mg/day, bupivacaine 16.5 mg/ml at 8.9 mg/day and clonidine 10 mcg/ml at 5.403 mcg/day via an implantable infusion pump for non-malignant pain and other non-malignant pain. It was reported the patient experienced worsening pain as it pertains to headaches. The patient's symptoms had progressed over the last 6 months. A rotor study and a dye study were performed. The healthcare provider (hcp) was able to aspirate 2 ml of clear fluid from the catheter. The hcp then pushed the dye into the catheter, and under fluoroscopy, it was observed the dye was pooling. A tear in the catheter was questioned. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report. The event date was reported as (B)(6) 2016, but this date was noted to be approximate. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status was reported as "alive - no injury." It was noted that surgical intervention did not occur. Surgical intervention was planned, but not yet scheduled. The plan was to have the patient return to her hcp and discuss catheter revision.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was in the process of being weaned off electively from the pump because the catheter was split. Per the reporter the patient was nearing the end of life on their pump (longevity) and because the patient was in a lot of pain from the catheter issue. The patient went in 2 weeks ago to refill the pump and they started reducing the medication. Per the reporter the patient was in a lot of extra pain. The patient had non-stop pain all the time from pre-existing condition of shingles and shingle pain, but it suddenly got worse and described the level of pain as excruciating pain that started (B)(6) 2016. The healthcare provider did a dye study with fluoroscopy in (B)(6) 2016 and that was when they found that the catheter was leaking some of the pain medication out towards the middle of patient¿s back. The reporter stated the patient¿s catheter goes up to the neck area because of patient¿s pre-existing neuropathy issue (caused by case of shingles on right side of head, right side of neck, right ear and right side of face) that started 9 years ago. The patient¿s pain was heightened more than ever and had been debilitating for the last 9 years and was worse. The healthcare provider was trying to get the patient weaned off the pump and going to go with oral medicines because they have tried many things with no success. On 07-jun-16 it was reported the healthcare provider wanted the patient to have an MRI. The reason for the MRI was because the patient had constant pain in the head from the shingles or a deferred pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.